Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high venous pressure alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the high venous pressure and blood loss to issues with the pt's vascular catheter, which has since been replaced. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.